Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Trade name - vicryl¿, active ingredient(s)- triclosan, dosage form - suture/solid/parenteral, strength -= 275 ug /m.

Event description:
It was reported that a patient underwent a hip arthroplasty on (B)(6) 2021 and suture was used. During the procedure, the problem of pulling off the suture needle happened when sewing the incision. Another like device was used to complete the procedure. No additional information could be provided.